Event description:
"The tilt actuator gear is stripped and mpj joystick has an error code. Sending warranty quote until dealer can get po# (B)(4)." No alleged injury.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tdxsp-cg, serial number/date code (B)(4) is approximately 1 year old. The owner's manual part number 1143190 rev k was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Tilt actuator gear is stripped and mpj joystick has an error code. Sending warranty replacement on (B)(4).